Event description:
The customer states that after opening the axsym troponin-I adv reagent caps, the cap and flipper bar came completely off the reagent pack for lot# 49238m201 and the flipper bar/cap was broken. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.